Event description:
It was reported that by dealer that tdxsp-mcg power chair goes into drive lock out intermittently, hit the joystick then chair will drive. The dealer was already servicing the chair, patient did not have. No additional information.